Manufacturer narrative:
Device not returned to manufacturer for further evaluation. Lot number not provided by complainant, no further evaluation possible. Reviewed sample collection and collection site prep procedures with customer, and reviewed potential sources of contamination that could lead to an elevated heel stick result. User error may have contributed to event due to lack of appropriate collection site preparation for heel stick, leading to lead contamination of the sample and a falsely elevated result. Reporting out of an abundance of caution. Late filing is part of magellan diagnostics, inc. Response to FDA's 483 issued on 29jun2017.

Event description:
A (B)(6) old toddler had a finger stick result of 9.8 ug/dl blood lead level. A heel stick sample was also drawn, with a result of 24.2 ug/dl. Unable to determine which result was the correct result: falsely suppressed finger stick, or falsely elevated heel stick. Clinical follow up with patient is proceeding as expected. No injury or harm reported for patient.